Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, a fiber cable error 23 presented. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted dvstat technical support engineer (tse) and said that there had been a non-recoverable fault that had occurred. After a system power cycle, one of the surgeon side console (ssc) touchpads would not display (blank touchpad). The csr confirmed that the customer was intra-op, had instruments installed, and were continuing the case using the other ssc. The tse provided the csr with the option to power cycle the system with a circuit breaker reset. The csr said that they were unable to troubleshoot at time of call. The csr mentioned that the patient side cart (psc) fiber cable may have been loose, causing the error 23. Log review noted the error 23 and error 75 for the ssc1 touchpad. Csr plans to perform a system power cycle with circuit breaker and emergency power off (epo) button reset in between cases. The procedure continued to be completed with use of a different ssc. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that even though there were no errors in the logs, the touch pad (tp) was replaced as a precaution since the customer had reported that each time the issue occurred, the hospital generator had been reset. Also, each time, the surgeon side console (ssc) had to be hard reset to get tp to turn back on. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touch pad screen computer involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The logs verified that an error 75 had occurred; suggesting that startup was unsuccessful. The unit was installed on an xi system and ran in normal mode with no touch screen computer issues. Most current version of firmware was confirmed. Power cycled system and there was no video on the touch screen. Power cycled several more times and still no video. Analyzed the error logs and found an instance of an error 75. Upon attempting to reprogram the unit, it was discovered that there was no longer firmware; could not reprogram. This unit failed power on self-test. Due to the lack of imagery, it is suggested that the som could be the issue. The unit were returned to the original equipment manufacturer (OEM) for repair and safety check after repair.